Event description:
It was reported that the user experienced recurrent low glucose after meals while using the ilet system, describing postprandial ¿crashes¿ and a need to consume additional carbohydrates; internal review suggested maladaptive meal announcements with a high proportion of ¿less than¿ meal entries that could contribute to postprandial hypoglycemia. Symptoms included hypoglycemia with urgent low and low glucose alerts. Outcomes included self-treatment with oral glucose. Investigation included review of available use patterns and troubleshooting with user education. Investigation of this case revealed that the device appeared to function, and the pattern was consistent with user meal-announcement behavior contributing to hypoglycemia, while the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.